Event description:
It was reported that the patient had difficulty changing programs due to spinal cord stimulation (scs) leads had high impedances. The patient underwent an explant procedure. The explanted device was discarded by the facility.